Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07/24/2019. The manufacturer's field service engineer (fse) performed remote troubleshooting. It was recommended that the customer replace the flow sensor assy. The customer returned gas delivery system was tested with no failures identified.

Event description:
It was reported that ventilator failed air flow accuracy during performance testing. There was no patient involvement.